Event description:
Additional event of "valve delamination from shell". Device has been explanted and replaced.

Event description:
Healthcare professional reported deflation. Additional event of "valve delamination from shell". Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
Additional, corrected and/or changed data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation and delamination: observed total delamination on the valve assessed as adhesive failure. Additional observations: ¿ observed creases on the device.

Event description:
Healthcare professional reported deflation. The device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation